Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2023, it was reported that the patient developed inflammation and a scar under the sensor patch. The patient had swelling and pain in the area. The patient consulted a physician who diagnosed the patient with a skin infection and prescribed an oral antibiotic (amoxicillin 125 mg tablets every 12 hours for 10 days). At the time of the follow up report, the patient stated the symptoms were starting to subside after one day of antibiotic treatment. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).